Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws became difficult to open approximately 15 minutes into the procedure. The device locked on tissue and was removed with monopolar scissors. There was no patient injury.